Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra mini meter was displaying an error 5 message. The complaint was classified based on customer service representative (csr) documentation, and further information obtained when medical surveillance specialist reviewed the call. The patient reported the meter issue began, on (B)(6) 2018. The patient stated that she manages her diabetes with a combination of medication, including novolog and levemir insulin, and in response to the alleged error message, she consumed more food/drink. The patient reported that on (B)(6) 2018, due to being unable to test her blood glucose, she was admitted to hospital. On admission to hospital a blood glucose result of ¿over 500 mg/dl¿ was obtained. She reported that she was treated with insulin, and she remained in hospital until (B)(6) 2018. During troubleshooting the csr noted this was not the first time the product was being used, the correct test strips were being used, and the patient described the correct testing steps. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that the test strip did completely draw in the sample. The csr walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.